Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6b, h4, h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side signs of capsular contracture baker grade IV and rupture, on physical examination changes in breast symmetry. Device has been explanted.

Event description:
Healthcare professional reported unknown side ruptured prosthesis and "signs and symptoms of capsulectomy." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.